Event description:
A 7 mm diameter x 80 mm length bridge aurora self expanding biliary stent was inserted into a pt for treatment of a right distal superficial femoral artery (sfa) with 70% stenosis vessel morphology is unk. The lesion was predilated with a pta balloon. The sfa lesion was reported to be 32 cm in length and multiple stents were placed. The physician accessed the left common femoral artery to perform an up and over the aortic bifurcation procedure. The physician advanced the aurora stent through a 7f cook flexor sheath without resistance and positioned the stent in the lesion. It was reported that upon pulling the button back to begin deploying the stent the system moved 1 cm out of place upwards toward the pt and had to be repositioned 203 times. The physician positioned the stent distal to the lesion; however upon deploying, the stent missed the lesion and a competitor's stent was successfully deployed to complete the procedure. The pt si reported to be fine and no clinical sequelae were reported. The device was reported to be discarded.